Event description:
Medtronic received a report that two pipeline's failed to open and a marksman catheter encountered catheter kickback. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the c7 with a max diameter of 4 mm and a 3.58 mm neck diameter. Landing zone: distal: 3.6 mm and proximal 5.03 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The angiographic result post procedure showed the blood vessels unobstructed, but the distal end of the pipeline has not opened at all. It was reported that during the tae (transcatheter arterial embolization) procedure, the doctor used ped2-500-20 for deployment. The release started from the m1 location of the blood vessels. Upon fluoroscopic examination, it was observed that the distal end did not open. After a brief waiting period with no change, the doctor decided to retract the pipeline into the catheter and repeat the pr ocedure. During the second attempt to release the pipeline, there was an opening in the middle segment, but the distal end remained unopened. The doctor then pulled the pipeline back to the t-zone to attempt to open the distal end. However, due to the excessive curvature of the blood vessels, a significant counterforce occurred during the pullback, causing the catheter to drop at the bend in the vessel. The doctor attempted to push the pipeline up for release, but it did not open. A second attempt to pull down yielded the same result. Subsequently, the doctor tried changing the microcatheter and repeated the steps for ped release, but the situation did not improve. Finally, a ped2-475-20 (lot: b591801) was used to complete the procedure. However, due to the patient's excessively curved blood vessels, the front end of this pipeline did not fully deploy either. It was reported the pipeline failed to open both of distal end. The pipeline was placed in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. The pipeline was removed from the patient by resheathing and removing with the microcatheter. There were no additional steps or other devices required to open the pipeline. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a shuttle 8f sheath, phenom 27 guide catheter, phenom plus guide catheter, marksman microcatheter, transend 0.014 guide wire and asahi 0.014 guidewire.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 product ID ped2-475-20 (b591801). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4). :¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ as found condition: the pipeline flex shield braid was returned inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the distal end of the braid appeared not opened due to damaged braid. The proximal end of the braid was found opened and frayed. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed as the distal end of the braid was not opened due to damaged braid. The cause of the failure to open could not be determined. Possible causes of the failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the failure to open was determined. There were not multiple pipeline devices being used when movement occurred. The pipeline was not implanted at the intended location, the release had not been completed yet. The device did not jump during deployment. The marksman catheter used with the pipeline when it encountered the force that caused it to drop into the bend in the blood vessel. During the pullback, both the pipeline and marksman were simultaneously pulled, intending to position them at the designated implantation site. The lot # of the marksman catheter was fa-55150-1030; lot: 227593964.